Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support because the patient experienced recurrent hypoglycemia while using the ilet meal announcement feature, initially with the usual portion option and subsequently even when using the less-than option, leading the healthcare provider to request a factory reset; support guided the caregiver through completing the reset and provided education on consistent meal announcing so the system can adapt. Symptoms included hypoglycemia, with a reported low of 43 mg/dl. Outcomes included troubleshooting and user education, with no alerts or alarms and no hospitalization. Investigation included remote troubleshooting and patient/caregiver coaching on proper meal announcement to facilitate algorithm adaptation. Investigation of this case revealed that the device functioned without alarmed faults and that user interaction with meal announcements likely contributed to hypoglycemia before the reset and re-education. It was concluded, based on previously established findings for similar reports, that the cause was unclear.